Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation of the complained retainer shows that the lever arm is broken at the joints at the most weakest area on the fixation pins. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected conclusion: the complaint is considered indeterminate from a manufacturing perspective. We suppose that the breakage happened during frequent or forcible use. Therefore, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the joint of the leg or lever arm of the retainer is broken. When surgeons try to retain the body with the retainer, it was observed that the retainer is broken at the joint of the instruments lever arm. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.